Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 7.8mm x 3.4mm. Post pipeline procedure, it was reported that the patient experienced blurring of his left peripheral and central vision which resolved on the same day without further treatment.